Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a pod coil and lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil in the vein, the physician experienced resistance prior to detaching the pod coil. Therefore, the physician decided to retract the pod coil to get a denser pack. However, while attempting to withdraw the pod coil, the pod coil was not coming back with the pusher assembly and the coil had unintentionally detached in the vein. It was reported that the physician determined the pod coil was safe and decided to leave the coil in place. The procedure was completed at this point. There was no report of an adverse effect to the patient.